Event description:
"Fired the instrument & clip did not close fully & fell of the duct."

Manufacturer narrative:
The incident device will not be returned for evaluation. A device record history review will be completed and a final report will be submitted.